Manufacturer narrative:
Inspection of the download data confirmed that the pod generated an alarm, indicating an occlusion during runtime. Timeouts occurred at the end of runtime in tandem with the occlusion alarm. The investigation found no damages or deficiencies that would contribute to an occlusion alarm. The exact cause of the occlusion alarm could not be determined. During the investigation, the exposed portion of the soft cannula was observed to be stretched, measuring above specification. The unexposed portion of the soft cannula was observed to be damaged and torn as a result of the stretched soft cannula. Fluid was unable to flow through the complete fluid path due to the soft cannula damage. The exact timing and cause of the damage to the soft cannula could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl. The pod gave a hazard alarm. Treatment information was not provided.